Event description:
A two yr old boy suffered 1st and 2nd degree burns to 65% of his body. "One of the hosp's residents told co to the pt stayed around four days in the emergency area." The boy was transferred "to the intensive care unit on thursday the 17th." He writes that the sales rep was requested, by a plastic surgeon, to come in and go with "the nurse on duty to apply the product. On friday, the 18th he received a call from the dr "saying that product worsen the boy's condition to the extend that he may die." They also are asking for payment of the treatment. The child died on saturday, 10/19/96.